Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of broken, leaking tubing resulting in peritonitis in a canadian female patient (age unknown) coincident with dianeal pd4 and extraneal therapies. On an unreported date, the patient began treatment with dianeal pd4 1.5%, 2.5%, 4.25% and extraneal intraperitoneally (ip), for peritoneal dialysis, it was unknown if dianeal and extraneal therapies were ongoing at the time of report. On (B)(6) 2012, product surveillance contacted the caregiver regarding an unrelated issue. During the call, the caregiver stated, the patient was currently hospitalized. On (B)(6) 2012, while traveling in the USA, the patient's tubing (unknown) broke and was leaking. The patient went to the hospital and had the tubing repaired. The patient was diagnosed with peritonitis and hospitalized for 12 days. The patient was treated with unknown medication for the peritonitis. While hospitalized, the patient reportedly experienced a heart condition (unknown type). The patient was discharged (date unknown). The patient returned to (B)(6) and was hospitalized for the heart condition. The patient has recovered from the peritonitis. The patient is recovering from the heart condition. Follow-up information was supplied by the nurse manager on (B)(6) 2012: the nurse indicated that the patient's health issues were unrelated to baxter solutions, devices or disposable products. The nurse declined to provide additional information related to this event

Manufacturer narrative:
(B)(4). Should additional information become available a follow-up will be submitted. As the product code is unknown, a 510k number was not able to be identified.

Manufacturer narrative:
(B)(4). A batch review was not performed as the product code and lot number were not identified. The peritonitis was not confirmed. The root cause for this condition is undetermined.